Manufacturer narrative:
Other applicable components are: : product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n: (B)(4)] found no issues on the device. A known good lead was attached to the returned ins; the ins and the distal end of the lead were placed in a 0.9% saline solution. Impedances were measured using a clinician programmer; normal impedances were measured on all circuits and electrode pair combinations. (B)(4).

Manufacturer narrative:
The ins was returned to the manufacturer on 2016-07-28.

Event description:
The manufacturer representative clarified the serial numbers of the involved devices and reported that the impedances done intra-operatively produced out of regulation (oor) for 4-8 electrodes through the 8-15 port. The surgical paddle lead end was switched in the header and the oor impedances followed to the 0-7 port. The patient recovered without sequela and the implantable neurostimulator (ins) was never used inside the patient as the new ins was used instead.

Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2016, product type: implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The manufacturer representative reported that they initially had trouble getting one of the lead tails into the implantable neurostimulator (ins) header port and there were high intra-operative impedances on the 8-15 contacts. They switched the lead tails in the ins port, and the high impedances followed the one lead tail. The lead was then tested in the multi-lead trialing cable (mltc), and everything was fine. The lead was then hooked up to the ins again, and the impedance issue followed the one lead tail. It was reviewed that it did not seem like the ins was the issue and that the impedances may resolve themselves post-operatively. Additional information received from the manufacturer representative later reported that when they initially tried to insert the lead tail in to the 8-15 port, it did not go in all the way and 2 electrodes were sticking out. They decided to replace the ins. They had difficulty inserting the lead into the header block again, but then impedances were off. So they removed the lead and re-inserted it. The lead went in all the way, and all impedances were normal. It was reviewed that the ins should be returned for analysis. It was noted that there was a possible out of box (oob) issue. There were no reported patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.